Event description:
The user facility reported a hose separated spraying approximately 10 gallons of water onto the floor of the room where the system 1e is located and created a puddle in an adjacent hallway. The water supply was shut off and cleaned up by facilities maintenance. No report of injury, procedural delay or property damage.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor ((B)(4)). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.